Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise resulting in auto mode switch episodes. The noise could be produced in clinic with arm movements. During lead revision, insulation anomaly was observed on the lead. The lead was explanted and replaced without any problems. The patient&#38112;condition before, during and post procedure was good.